Event description:
This console was not in use on a patient. The complainant stated that following replacement of the battery in the controller, the "low battery" alarm remained on. The battery level sensor pc board assembly was replaced.

Event description:
This console is in germany and was not in use on a pt. The complainant stated that following replacement of the battery in the controller, the "low battery" alarm remained on. The battery level sensor pc board assembly was replaced.